Manufacturer narrative:
(B)(4).

Event description:
Based on an additional returned sample from the customer the swg (spring wire guide) unraveled. The original complaint was documented in MDR# 3006425876-2017-00419.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. Visual examination revealed the guide wire was unraveled and contained many curves. The inner core wire fractured adjacent to the proximal weld and displayed signs of necking, indicating excessive force was used. The wire contained signs of use on the exterior of the wire in the form of biological material. The distal j-tip was deformed. The outer diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the distal weld was intact. However, the proximal weld was not intact. A device history record (DHR) review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken from the coils. Dimensional inspection and a DHR review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be det ermined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Based on an additional returned sample from the customer the swg (spring wire guide) unraveled. The original complaint was documented in MDR# 3006425876-2017-00419.